Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for a shock impedance measurement greater than 125 ohms. Review of the high voltage shock impedance (hvsi) trends identified an out of range measurement of approximately 140 ohms. A boston scientific technical services consultant documented and discussed the clinical observation. The consultant also recommended contacting the non-bsc manufacturer of the implantable cardioverter defibrillator (ICD) for recommendations specific to their device. Both products remain in service and no adverse patient effects were reported.